Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37751, serial (B)(4), product type: recharger. (B)(4) apply to the ins (97714). (B)(4) apply to the recharger (37751). (B)(4) applies to the recharger (37751). (B)(4) applies to the ins (97714). (B)(4) applies to the recharger (37751). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that the patient's recharger was not turning on and the screen would remain blank even when it was plugged into the desktop charger. The patient added that their ins had ran out of battery and depleted to off the morning of report. The patient noted that the ins depleted due to being unable to recharge the ins. This was not an out of box failure and no further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the returned recharger ((B)(4)) found no anomaly. The recharger was received at 0% charge. The connector was checked and was visually ok. The recharger was plugged into a known good desktop charger and charged to 100% with no problems. If information is provided in the future, a supplemental report will be issued.